Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk, item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10187, 0001825034-2018-10189.

Event description:
It was reported that a patient was revised due to dislocation approximately one month post implantation. The patient was revised to a constrained liner and constrained femoral head. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), cup, lot # 625793; item # (B)(4), stem, lot # 3368406; item # (B)(4), head, lot # raj195036.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR number 3002806535.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR number 3002806535.